Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708760, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4), product ID: 33 89-40, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4), product ID: 3708760, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4), product ID: 3389-40, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the therapy did not appear to help the patient and the ins and extensions were explanted, while the leads were capped. No external factors were known to have led or contributed to the issue. No diagnostics/troubleshooting was known to have occurred. The issue was resolved at the time of the report. Therapy indication is obsessive compulsive disorder. Indication for therapy is obsessive compulsive disorder.